Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep venous thrombosis in the right leg. An optease filter was placed without difficulty below the left renal vein. The patient tolerated the procedure well and was transferred to recovery. The filter subsequently malfunctioned and caused injury, damage, to patient, including, but not limited to inferior vena cava (ivc) thrombosis of the filter, bilateral iliac femoral and popliteal vein occlusion, and persistent clot in the filter. Per the patient profile from (ppf), the filter had thrombosis the ppf states that a day or two after the filter was implanted, the patient experienced pain in the lower body and legs, accompanied by swelling. The patient has post thrombotic syndrome. The patient is fearful that the device will break, resulting in death. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter, ivc and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, to patient, including, but not limited to inferior vena cava (ivc) thrombosis of the filter, bilateral iliac femoral and popliteal vein occlusion, and persistent clot in the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to patient, including, but not limited to inferior vena cava (ivc) thrombosis of the filter, bilateral iliac femoral and popliteal vein occlusion, and persistent clot in the filter. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to patient, including, but not limited to inferior vena cava (ivc) thrombosis of the filter, bilateral iliac femoral and popliteal vein occlusion, and persistent clot in the filter. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, thrombosis. The patient became aware of the alleged failures two months post implantation. The ppf states that a day or two after the filter was implanted, the patient experienced pain in the lower body and legs, accompanied by swelling. The patient has post thrombotic syndrome. The patient is fearful that the device will break, resulting in death. The following additional information received per the medical records state that patient has a history of deep venous thrombosis in the right leg. An optease filter was placed without difficulty below the left renal vein. The patient tolerated the procedure well and was transferred to recovery. According to the medical records provided, four years and six months post implantation the patient was submitted to a CT of the abdomen to evaluate the inferior vena cava filter. Per impression, the ivc filter is difficult to optimally evaluate due to the presence of a stent in the inferior vena cava that obscures significant portions of the filter. The filter is tilted such that the upper apex is tilted to the left and the lower apex tilted to the right. The upper apex abuts the inner wall on the left lateral edge and lower tip appears to protrude beyond the inferior vena cava filter and is noted within the fat between the inferior vena cava and the left psoas muscle. Lateral struts appear just beyond the wall of the inferior vena cava within the fat adjacent to the duodenum. A long stent is noted in both the left and the right iliac veins that extend upward to the inferior vena cava and considerably obscure the cava. Post-operative changes to right kidney and ventral hernia were also noted. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in wall of the ivc , filter embedded other than in wall of the ivc, blood clots, clotting, and or occlusion of the ivc and device unable to be retrieved, with one attempted but unsuccessful percutaneous removal procedure. The patient also reports the filter caused massive blood clotting, extreme weight gain, fluid retention and dvt with limited mobility, massive swelling throughout the body and severe post thrombotic syndrome. The patient further reports extreme mental anguish because the ivc cannot be removed and filter struts could dislodge at any time possibly resulting in death. Additionally, extreme mental anguish, post thrombotic syndrome, unable to walk long distances, severe swelling of both legs, severe leg pain and some limits on mobility.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep venous thrombosis in the right leg. An optease filter was placed without difficulty below the left renal vein. The patient tolerated the procedure well and was transferred to recovery. The filter subsequently malfunctioned and caused injury, damage, to patient, including, but not limited to inferior vena cava (ivc) thrombosis of the filter, bilateral iliac femoral and popliteal vein occlusion, and persistent clot in the filter. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in wall of the ivc , filter embedded other than in wall of the ivc, blood clots, clotting, and or occlusion of the ivc and device unable to be retrieved, with one attempted but unsuccessful percutaneous removal procedure, blood clotting, extreme weight gain, fluid retention and dvt with limited mobility, massive swelling throughout the body and severe post thrombotic syndrome. The patient further reports anxiety and being unable to walk long distances. Approximately 4 and one half years after implant, a CT scan to evaluate the filter was done, that revealed the ivc filter is difficult to optimally evaluate due to the presence of a stent in the inferior vena cava that obscures significant portions of the filter. The filter is tilted such that the upper apex is tilted to the left and the lower apex tilted to the right. The upper apex abuts the inner wall on the left lateral edge and lower tip appears to protrude beyond the inferior vena cava filter and is noted within the fat between the inferior vena cava and the left psoas muscle. Lateral struts appear just beyond the wall of the inferior vena cava within the fat adjacent to the duodenum. A long stent is noted in both the left and the right iliac veins that extend upward to the inferior vena cava and considerably obscure the cava. Post-operative changes to right kidney and ventral hernia were also noted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and ventral hernia do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep venous thrombosis in the right leg. An optease filter was placed without difficulty below the left renal vein. The patient tolerated the procedure well and was transferred to recovery. The filter subsequently malfunctioned and caused injury, damage, to patient, including, but not limited to inferior vena cava (ivc) thrombosis of the filter, bilateral iliac femoral and popliteal vein occlusion, and persistent clot in the filter. Per the patient profile from (ppf), the filter had thrombosis the ppf states that a day or two after the filter was implanted, the patient experienced pain in the lower body and legs, accompanied by swelling. The patient has post thrombotic syndrome. The patient is fearful that the device will break, resulting in death. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter, ivc and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to patient, including, but not limited to inferior vena cava (ivc) thrombosis of the filter, bilateral iliac femoral and popliteal vein occlusion, and persistent clot in the filter. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, thrombosis. The patient became aware of the alleged failures two months post implantation. The ppf states that a day or two after the filter was implanted, the patient experienced pain in the lower body and legs, accompanied by swelling. The patient has post thrombotic syndrome. The patient is fearful that the device will break, resulting in death. The following additional information received per the medical records state that patient has a history of deep venous thrombosis in the right leg. An optease filter was placed without difficulty below the left renal vein. The patient tolerated the procedure well and was transferred to recovery.